Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported the cgm showed high but his bg readings were really low and he was treated at the hospital. Although requested, no additional patient or event information was available. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.